Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a struma procedure, within the first seconds of coagulating small pieces (more like a white dust) of the non active blade split away, no error code shown on generator, the white dust remained in the patient, according to our knowledge, patient is fine, the white dust is barely seen by normal view, but can be seen when the surgeon is wearing the high magnifier glasses. Another device was used to complete the procedure. There were no adverse consequences for the patient.